Event description:
It was reported that this right ventricular (rv) lead was repositioned due to cardiac perforation, unknown noise and oversensing. It was also reported that the patient experienced chest pain. No additional adverse patient effects were reported.